Event description:
A surgeon reports a patient developed endophtalmitis with decreased vision six day following cataract surgery. A pars plane vitrectomy (ppv) was performed and the patient was treated with intravitreal antibiotics. Vitreous culture grew out coagulase negative staphylococcus. The surgeon indicated the patient has a good prognosis with treatment. Additional information including the patient's outcome is being requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for evaluation. The device remains implanted. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints received for this lot number.